Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's husband reported that the patient is currently in the hospital to have the intestinal tube removed due to the "inner tube has grown together with the intestine or stomach". On (B)(6) 2024 the patient underwent surgical removal of the j tube and the patient was planning to switch to produodopa (vyalev) therapy.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. The event of inner tube has grown together with the intestine or stomach (perforation) is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.